Event description:
The customer reported via phone call that she had a keypad anomaly on the insulin pump. Customer stated that the keypad is starting to stick and is being unresponsive. Customer stated that she really has to play around with it to get it to bolus. Customer stated that the up arrow button is being unresponsive. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent down arrow button due to a flattened dome switches. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at a display window corner.